Event description:
The customer reported an employee with respiratory issues when working with cidex opa. The employee reported itchy throat and asthma-like symptoms. The employee saw a doctor who diagnosed her with work-related asthma. She was prescribed unk medication for her symptoms. The employee has been told she can no longer work around cidex opa. The employee has recovered from her symptoms.